Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the day of the report the patient noticed buzzing/stimulation and thought it may be higher than she needed at the current time. The patient was also unable to adjust stimulation. It was recommended to reposition the patient programmer (pp) or antenna over the implantable neurostimulator (ins) as the inability to adjust stimulation may be due to pocket swelling. It was noted that bandages and an elastic band were present. The patient stated she would have her husband assist her to hold the antenna/reposition later. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.